Event description:
Patient presented with severe pain in the right lateral chest and extending into the neck. CT of neck and chest was performed. Results of CT showed that the respiratory sensor tunneled through the pectoralis muscle and the stimulation lead tracked closely along the sternocleidomastoid muscle. Physician recommended physical therapy. Patient presented back to the physician with continued pain at the chest and neck. Physician explanted the system. This resolved the issue.